Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. The customer had treated high blood glucose level with manual injections. Customer's blood glucose value was unknown at the time of the call. Customer stated that he had gone though 6 infusion sets due to non delivery alarms. Customer reports event was resolved by infusion set change. Troubleshooting was performed. No products will return for analysis.